Event description:
Knick found in catheter during investigation.

Manufacturer narrative:
The complainant of a "v" shaped slit in the tubing is confirmed. The slit in the tubing is located at the 8 cm depth marker. This product contains damage characteristics that would suggest contact with a sharp implement. However, the longevity of the device, incomplete information suggest another (other) factor(s) was (were) involved. At this time the mechanism of the damage is undetermined. A lot history review (lhr) of rewe0877 showed no other similar product complaint(s) from this lot number.